Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. It is unclear as to whether the third-party storz monopolar laparoscopic instrument or the da vinci vision side cart that the complaint is reported under contributed to the port burns. The annex codes reflect an isi device. There is no allegation of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. Review of the system log was completed, and no related system errors were observed. This complaint is considered a reportable adverse event due to the following conclusion: during a da vinci-assisted unspecified procedure, the patient experienced port burns. The issue occurred during the use of a third-party storz monopolar laparoscopic instrument, which developed a melted shaft, while using the third-party erbe vio dv generator for output. Burns were observed on the patient's port area. The cause of the operative complication is unknown. It is unknown if any medical intervention was rendered to the patient.

Event description:
It was reported that during a da vinci-assisted unspecified procedure, the patient experienced port burns. The issue occurred during the use of a third-party storz monopolar laparoscopic instrument, which developed a melted shaft, while using the third-party erbe vio dv generator for output. Burns were observed on the patient's port area. It is unknown whether medical intervention was provided. There was no allegation made against the da vinci system, instruments, and accessories. Per the mechanical engineer, it is difficult to obtain any more information as he has switched departments. It is unknown if any medical intervention was rendered to the patient.